Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that continuing noise was noted on the right atrial (ra) lead which caused a lead fracture to be suspected. As a result, the lead was removed from service. No additional adverse patient effects were reported.